Event description:
It was reported to boston scientific corporation that a wallstent biliary partially covered stent was to be implanted in the ampulla of the common bile duct (cbd) to treat a malignant 3 cm mid-cbd stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. The patient's anatomy was narrow and was dilated prior to stent placement. During the procedure, the proximal flange of the stent did not completely expand after successfully deploying the entire stent into the target anatomy. The stent was removed from the patient using forceps, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of a stent's failure to expand.